Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the cap in bottom of IV bags leaks and roller clamp pops out delay in therapy:unknown, need for medical intervention:unknown, death / serious injury:no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.